Manufacturer narrative:
(B)(4).no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 with an ischemic stroke, likely embolic from lvad thrombosis. A head CT revealed a left middle cerebral artery/anterior cerebral artery ischemic stroke. The patient was aphasic and the right side was affected. The patient required intubation during the hospital stay and received a percutaneous endoscopic gastrostomy (peg) tube. The patient had some bleeding at the peg tube site but would not accept blood products. The patient was extubated and weaned to room air; however, she was at risk for aspiration. The patient's family determined that the patient would be do not resuscitate/do not intubate status with no escalation of care. The patient was discharged to an outside facility and was not on coumadin due to risk of bleeding and religious beliefs regarding blood transfusions. The patient ultimately expired at the outside facility with no further information available.

Manufacturer narrative:
A specific cause and a correlation between the device and the reported event could not be conclusively established. A full evaluation could not be conducted as the device was not returned for evaluation. The instructions for use lists device thrombosis and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.